Event description:
Spontaneous call from pt informed that the pump high pressure alarmed activated when she moves or changes the cassettes. When alarm activated, pt experiences sweating, nausea, vomits and palpitations. It was not reported whether pt was able to switch to back up device. Device was not replaced but we reach out to pt to replace device and have her return broken device to us. No further info known. Pt did not have serial number. Reported to (B)(6).